Manufacturer narrative:
Requests have been made for the return of the product involved with the revision. Evaluation is pending.

Event description:
A female pt underwent initial fusion surgery of l5-s1 in late 2005. Sometime after the initial surgery, the pt presented with difuse back pain. In early 2009, the pt underwent revision surgery to remove the construct. The pt was fused. At that time, it was found that the incompass polyaxial screw had loosened at s1. As it was being removed the tulip head on this screw disassembled. The surgeon replaced the construct with another construct that included the previous fusion at l5-s1 and an adjacent level fusion at l4-l5.